Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) the EKG machine cannot be detected and adjusts to auto. The machine does not hit balloon. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) the EKG machine cannot be detected and adjusts to auto. The machine does not hit balloon. No fatalities were reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The EKG signals were normal. The fse adjusted various settings of the unit to meet the required standards. The fse test ran the unit for one to two days. After about two days, the unit was working normally without any warning message. The iabp could be used normally.